Event description:
The water supply bottle exploded during a procedure. Several staff members experienced temporary hearing difficulties as a result of the noise. The pt will require audiology testing.